Event description:
It was reported that prior to the pulse generator changeout procedure, the device was unable to communicate with the programmer. After rebooting the programmer, the device was able to be interrogated, but the sense test could not be completed. The device was explanted and replaced successfully. The patient was stable throughout the whole procedure.

Manufacturer narrative:
The reported field event of intermittent communication was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.